Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The device was scheduled to be returned due to a vent inoperative error in accordance with fsn 2023-cc-src-039. Based on the completed intake form submitted on (B)(6) 2026, the customer requested an alternate device as the remediation option. It was noted that the unit had previously been replaced under the uno recall (ra #313490655, order #526124570) for the customer cusm ¿ pnavd institute; however, the original device had not been returned to philips. Following communication indicating that chalmers regional hospital was in possession of the device and had not received remediation, it was determined that the unit would be replaced for the correct customer in alignment with fsn 2023-cc-src-039.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.